Manufacturer narrative:
Visual analysis of the returned device identified: crease fold, calcification white/yellow in the surface of the shell and fluids clear inside the device. Leak test was performed and no leakage was found. A microscopic analysis was performed which identified no openings in the device. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported unknown side capsular contracture, baker grade unknown. Device has been explanted.